Event description:
The customer reported a malfunction on the pump after it got wet while in a pool, resulting in a malfunction code display. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no report of adverse impact. Technical support decided to replace the pump as it was not feasible to reset the malfunction code, even though the pump was not under warranty. Customer called back pump is oow, customer declined oow loaner.